Manufacturer narrative:
The device has not yet been returned to the manufacturer. No additional information has been received, despite numerous attempts. If the device is returned or additional information is received, a follow up report will be filed.

Event description:
It was reported that the battery pack melted. There was no pt involvement and no allegation of adverse consequences. Additional information has been requested from the account with no response.